Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced fever and abdominal pain. The same day, patient was admitted to the hospital for the events. While hospitalized, the physician noted the titanium adapter was disconnected from the transfer set. The following day the titanium adapter was changed. The cause of the disconnection was not reported. Treatment for the events was not reported. Twenty-six days after hospital admission, the patient was discharged. Three days after event onset, pd therapy was discontinued, and hemodialysis was started. At the time of this report, the events of fever and abdominal pain were resolved and hemodialysis was ongoing. No additional information is available.